Event description:
It was reported that 10 bd plastipak¿ concentric luer lock syringes experienced separation from mating component. The following information was provided by the initial reporter: after screwing onto a bd 50ml syringe the device then detaches even though it should be impossible to remove it. Risk of contact with chemotherapy. Actions taken in the establishment: removal of the defective device to replace it with another one.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.